Event description:
It was reported that the reservoir was leaking passed the first o-ring. Customer's blood glucose was 162 mg/dl. Customer was advised to change reservoir and monitor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.